Event description:
It was reported that the stent became stuck. A 10.0-31 carotid wallstent self-expanding stent was selected for treatment. After preparing the device, the stent was delivered through the filterwire. However, when it was advanced at 5cm, the stent became stuck with the filterwire. No complications were reported.